Event description:
Ous MDR - boston scientific received info that pacing failure had occurred on the ventricular channel. An x-ray was performed, which confirmed that the right ventricular lead had dislodged. A procedure was performed and this lead was repositioned. It was suspected that there was a helix issue as the helix appeared to be at a slight angle. The lead remains implanted, and no adverse pt effects were reported following the procedure. Should additional info becomes available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.